Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received.

Event description:
It was reported that the touchscreen became frozen and unresponsive. Customer had elevated blood glucose levels (276 mg/dl). Customer stated that they will use insulin pens to stabilize blood glucose levels. It was indicated that the customer has a back up method for continued insulin therapy.